Manufacturer narrative:
Patient codes have been updated to include (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-aug-11, additional information was received from the manufacturer representative (rep). On (B)(6) 2019, an exploratory procedure was performed by the healthcare professional (hcp) to check the source of the mass. The hcp removed tissue and cleaned the site, but did not replace any equipment. After the procedure, the pain at the site persisted and the pump was showing signs of wearing through the skin. On (B)(6) 2019, the hcp performed a second procedure. The hcp replaced the pump with a new pump, putting it on the opposite side of the abdomen. The hcp also revised the catheter as to not spread infection if there is any present. The hcp cleaned the old pocket site, removed tissue and closed the site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from two healthcare professionals (hcp), via a manufacturer representative (rep), regarding a patient receiving an unknown drug via an implantable pump for non-malignant pain. Information received reported the patient has developed a large mass around their pump site. There were no reported environmental, external, or patient factors that may have led or contributed to the issue. The hcp reported the pump was working effectively and stated the mass was hard and did not appear to be a seroma. No interventions have been taken, but the hcp planned to perform a surgical exploration (date unknown). The issue was not resolved at the time of this report. The patient's status was alive - no injury. On 2019-may-01, additional information was received. The cause was requested, but the rep stated that "nothing has been determined as no surgery scheduled yet".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacture representative reported the patient had a separate surgery done on (B)(6) 2018 and that was when the mass was noticed. The caller stated that they might have used a bovi during that procedure.